Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed interface pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be an electrically over-stressed integrated circuit chip, designator u5.

Event description:
The customer reported that the main keypad on their device was inoperative. Without the functionality of the main keypad, the device would not be able to provide defibrillation therapy to a patient, if needed. There was no report of any patient use associated.